Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2018 with the following findings: during investigation, the pump was found to have a blank food database. The pump is a "dummy pump", which is not intended for human use or programmed with a food database. There was no defect detected for this dummy pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (food database) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because an issue with the carbohydrate count for a food item in the database could affect the patient's bolus